Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation depending upon position and activity. The lead had been repositioned but the patient still felt stimulation. The lead remains in use. No patient complications have been reported as a result of this event.